Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported infection and sepsis could not be determined through this evaluation. The patient remains ongoing on vad support and no further related events have been reported at this time. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient suffered from recurrent sepsis. Cultures of the lvad exit site wound were (B)(6) for (B)(6) on (B)(6) 2016. The patient was discharged on (B)(6) 2016 on daptomycin and ceftaroline. The patient has breakthrough sepsis on oral agents. On (B)(6) 2016, the patient had positive blood cultures for coagulase-negative staphylococci (cns); however, repeat cultures from (B)(6) 2016 were (B)(6) for (B)(6). On (B)(6) 2016, the patient was readmitted and blood cultures were (B)(6) for cns and (B)(6). A tee on (B)(6) 2016 was negative for vegetations and chest/abdomen/pelvis CT scan was negative. The patient is reportedly doing well at home on IV antibiotic therapy. The driveline exit site dressing is being changed weekly and there is no drainage or erythema from the site. No additional information was provided.